Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, version: 4.2.1, ubd: , UDI#: ; product ID: bi71000905, serial/lot #: -, ubd: , UDI#: h3) the software team review the logs and the reported issue was confirmed, poor image quality due to the process not being able to access the file, because it was being used by another process. Codes: b01, c10, d0302 no parts have been received by the manufacturer for evaluation. C0des: b20, c20, d0302 this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the site took their normal anterior/posterior and lateral shots, and noticed a bar on the screen. The image quality was poor. After completing the 3-d spin the site got the images attached to the case. The field representative (rep) rebooted the system, and everything worked as normal. No known impact to patient outcome. There was a surgical delay of less than one hour.